Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he went to the emergency room for blood glucose levels over 600 mg/dl. Troubleshooting was performed, and the insulin pump had the wrong time and date, which could have affected the basal rate delivery times. The insulin pump passed the prime test. Nothing further was reported.